Event description:
I bought tampons from the company thisisl. (Www.thisisl.com). Twice when removing them, the tampons have unraveled and the cotton started to shred. This could leave cotton behind in women and cause toxic shock syndrome if they don't notice or got all of it out. They need to change their design to stop the tampons from shredding as they are removed. Mixed size tub at (B)(4).